Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 3,000 ohms 4 months post implant. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Available information indicates this product remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 3,000 ohms 4 months post implant. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Available information indicates this product remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
This report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that the right ventricular (rv) lead was observed to be fractured. It was noted that this pacemaker migrated in the pocket and resulted in an acute angle of the lead and subclavian crush. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. This pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc) in bipolar configuration, however, appropriate capture and impedance measurements were observed in unipolar configuration. The root cause of the high impedance measurements was not determined. The programmed configuration was left in unipolar and monitoring will be continued at this time. No adverse patient effects were reported.